Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, device interrogation revealed non-sustained right ventricular oversensing, which was caused by post paced t wave oversensing. Programming change was made. There was no patient consequences.